Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported during a da vinci surgical procedure, the tip broke off into the patient on a permanent cautery hook instrument. All the broken pieces were retrieved and the planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.